Event description:
It was reported that this device delivered 2 inappropriate shocks due to an episode of atrial arrythmia. Device reprograming was suggested. No additional adverse patient effects were reported.